Manufacturer narrative:
Multiple attempts were made to obtain additional information on the repair/service of the device, but all have been unsuccessful. If additional information is later obtained, the complaint will be reopened, and a follow up report will be submitted.

Manufacturer narrative:
The customer confirmed that the device passed all testing and was returned to service, but did not elaborate on what was done to resolve the issue. The device was returned to full functionality. The customer reported the issue was resolved but no replacement of any parts was reported.

Manufacturer narrative:
Date of report: 01sep2021.

Event description:
It was reported that while in use the ventilator went into standby mode. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and reviewed the ventilator diagnostic logs. It was reported that at the time of the event the unit was alarming for patient disconnect and low minute ventilation. The customer was advised the standby function will not allow the user to enter standby function if it detects a patient is connected. The customer was advised to perform a performance verification test.